Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that manufacturing papers showed no deviations regarding material analysis, strength and structural stability. No product fault could be found. The investigations have shown that the positioning groove of the screw has been widened up due to inadequate handling. The visual inspection revealed the groove is expanded and damaged and therefore the plate does not pass the slotted end of the lag screw. The investigation determined this complaint to be indeterminate.

Event description:
Lag screw is too large. This is 1 of 1 report for this complaint (B)(4).